Event description:
The customer reported that the philips intellivue information system (piic)ix speaker was not working. The device was in use on a patient. There was no report of patient or user harm.